Manufacturer narrative:
The reported event is confirmed as manufacturing related. Five photos were received for evaluation. The first photo shows a top view of the three way all silicone catheters. The next photo zooms into the deflated balloon and tip. The next two photos show the catheter's cap and tray's label. The last photo shows a printed document in native language. Received 1 all-silicone foley catheter. Attempted to inflate with inhouse and 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) however it immediately leaked through eyelets and drainage funnel indicating lumen to lumen leak. The sample received does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR was not required as the CAPA 8266921 is applicable for this product lot number, however it was completed before the sample evaluation was performed. The scope of CAPA 8266921 is applicable for this product lot number. Therefore, labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was sterile water leakage during pre-test.

Event description:
It was reported that there was sterile water leakage during pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.